Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and flail leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Post-deployment, the clip tilted and had partial detachment from posterior leaflet due to the thinness of the leaflet. Additional mitraclip was implanted for stabilization of first clip. Per the physician, the partial detachment was due to the pre-existing patient's anatomy. The mr was reduced to grade 2 post procedure. There was no clinically significant delay.